Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (30 mg/ml at 17.723 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported an empty pump occurred. The nurse did not have access to the patient or physician programmer. The patient had missed his refill of the pump. The low reservoir alarm date was (B)(6) 2016 with a 2ml alarm volume. The hcp noted the patient was coming into the clinic on (B)(6) 2016 for a refill. The hcp was not sure if the pump was currently alarming. The flow rate of the pump was 0.59 ml/day and it was determined it would be 3.3 days until empty reservoir from the low alarm date. Empty pump considerations were reviewed. It was later reported the patient had experienced increased pain. The patient was receiving oral morphine during that time. The patient had elected to not refill his pump. The patient was in a nursing home and was on long acting and short acting morphine. If additional information is received, a follow-up report will be sent.